Event description:
It was reported that a patient experienced issues with a pain stimulation implantable pulse generator (ipg). The patient stated that the implanted neurostimulator was taking longer to charge overall, and the device toggled between excellent recharge quality and just "recharging." The recharger was described as "just sitting there" and not functioning as expected. The patient planned to call back if the problem persisted after receiving a new controller and battery. No patient complications have been reported as a result of this event. Additional information was received from the patient. It was reported that the cause was due to the life of the battery at end. The steps that were taken to resolve the issue is they replaced the battery. When asked if the issue was resolved, they said "working on it."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.